Event description:
Customer reported the insulin pump alarmed when customer was rewinding. Customer's blood glucose was 110 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer stated the drive support cap was sticking out and he did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.